Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) proximal conductor fractured, defib conductor distorted, outer tubing kinked/buckled, outer tubing overlay melted, and blood noted on outer tubing overlay and helix mechanism; full lead in segments returned and analyzed.

Event description:
It was reported that the ventricular lead had high thresholds and no capture was seen at max output. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.